Manufacturer narrative:
In the course of the investigation, no causal connection could be established between the product in question and the incident described. The interval of the supplier maintenance was exceeded by 3 months by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance. No injury was reported in this case, but as there was a potential risk reported (drop in clamping pressure of the device) we decided to report this case.

Event description:
Distributor informed our service department on the 9th of march that one of our products was involved in a case whereby the skull clamp lost clamping pressure.